Manufacturer narrative:
Weight, ethnicity, race:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.5/1.5/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. Lens rotation not associated with a low vault was observed. On (B)(6) 2021 the lens was exchanged for a longer length lens of different axis. This resolved the problem. Cause of unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).